Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates surgery took place on (B)(6) 2025, wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient lost weight, causing the ipg to be superficial and difficult to charge. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.